Manufacturer narrative:
Samples of the concerned lot are available for evaluation. They are yet to be received.

Event description:
The event occurred on an unknown date and involved a locking universal vented vial spike, clave, 10 units that leaked chemotherapy during preparation. The customer reported that several preparers had leakage issues. They found the filter associated with the spike was not working. As a result, leaks were observed as well as overpressure inside the bottle causing projection inside the enclosure when the spike is removed from the bottle. The drugs involved were paclitaxel, etoposide, and docetaxel (fairly viscous chemotherapy). Additionally, the customer stated there was an unprotected exposure to chemotherapy causing the contamination of the preparer (gloves, jacket), the bottle to be discarded each time (financial loss), changing of gloves, changing the sterile field and cleaning the laminar flow chamber. The spill was cleaned per protocol. No further information was provided. The customer reported four incidents. This report captures the fourth of four incidents.

Manufacturer narrative:
Date returned to mfg: 11/16/2020 the new ch-74-10 locking universal vented vial spikes were functionally tested while following the directions for use. There was no leakage observed during withdrawal or reinfusion of the sterile water from and back into the drug vial. The lot review was performed with no issues noted. The complaint was unable to be replicated or confirmed.